Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately right after the permanent implant procedure.

Event description:
It was reported that the patients ipg had migrated. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg repositioning procedure and patient was doing well postoperatively.